Event description:
It was reported in 2005, the pt put on the external speech processor system and immediately took it off his head complaining of a loud sound. His family member thought he might have a bad cable so she carried out trouble-shooting of the system and switched out all external parts but could not resolve the problem, so he did not wear his speech processor until his appointment at the clinic four days later. The clinician ran testing and dashed lines were seen on all 12 electrodes.